Manufacturer narrative:
During routine preventive maintenance (pm) testing at intuvie, the pump failed the ground resistance test, measuring 0.224 ohms. The acceptance criterion for this test is < 0.1 ohm. A review of the device¿s serial number history did not identify any similar complaints. The failure mode was confirmed during testing. Further testing is awaiting completion for final results. Reference to complaint # (B)(4).

Event description:
During routine preventive maintenance (pm) testing at intuvie, the pump failed the ground resistance test, measuring 0.224 ohms. The acceptance criterion for this test is < 0.1 ohm. A review of the device¿s serial number history did not identify any similar complaints. The failure mode was confirmed during testing. Further testing is awaiting completion for final results. No patient involvement was reported.